Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The distributor alleged that the pump emitted a cs 052 call service alarm. It was noted that the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/02/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings: a review of the pump¿s alarm history showed that multiple cs 054, 052, and 012 call service alarms were recorded on (B)(4) 2014. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent condition was found to the power circuit or to the continuous glucose monitor module. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump emitted a cs 052 call service alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.